Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic with out of range high voltage lead impedance measurements. The hv vector was reprogrammed.